Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A set of procedural images were provided for review. The images indicated a probable mild malopposition of the proximal braided portion of fred, as some contrast is visible between the arterial wall and the stent. Filling defects are seen at the proximal braided portion of fred, and there is severe flow compromise through the stent as indicated in the event description. The cause for the problem is not seen on the provided images. The physical device was not returned for evaluation, so the investigation could not determine if a condition existed that would have caused or contributed to the reported event. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported, post deployment of a fred stent, the ica shut down requiring intervention. The ica aneurysm measured 4.7mm distally and 4.8mm proximally. The stent was deployed without issue. Dynact was performed and showed that the proximal flared end portion of the stent was not fully opposed to the wall; however, it was marginal. Additionally, the physician did not think the small lack of apposition would solely contribute to the event. The white line as seen in the images usually is indicative of thrombus formation. There was difficulty crossing the stent at that segment. The stent was fully deployed and open immediately after deployment. Ten minutes post-deployment is when the ica shut down. Integrillin was administered and a scepter xc was crossed and inflated throughout the stent. The flow was restored and the physician reported that current patient status is "very well".

Manufacturer narrative:
Corrections: d6: model number. H.4: device manufacture date.